Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 01/08/2013. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision has been blurry. She stated the surgeon told her the lens did not "work as good as he wanted it too". Additional info was received from the surgeon who reported a simple refractive surprise. He does not feel the lens caused or contributed to the event.